Event description:
This device was returned for preventative maintenance. During initial inspection baxter technician found the unit with battery low alarm. Customer did not allege product malfunction or defect so complaint call script does not need to be answered. The process step is unknown. There was no patient involved; there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be that the device was not connected to the power outlet to charge battery. To correct the condition, the main battery was replaced. If any additional information is received, a follow up MDR will be sent.